Event description:
It was reported that the user stated the ilet was not providing audible alerts and that alerts were only occurring through the dexcom app; during a call the user increased the ilet alert volume to high, and device data showed hyperglycemia with correction insulin being delivered. The user experienced a blood glucose peak of 401mg/dl with no associated clinical symptoms reported. Outcomes included a delay to treatment or therapy with no long-term health impact. User support included communication with the user and analysis of information provided by the user and device logs. Investigation of this case revealed that multiple high glucose alerts were generated on the ilet and were acknowledged by the user, indicating the alert function was active, and the cause was determined to be unclear based on the available information. It was concluded, based on previously established findings for similar reports, that the ilet alerted and alerts were acknowledged with insufficient evidence to identify a device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.